Manufacturer narrative:
(B)(6). (B)(4). Devices of multiple part/lot numbers were used during the procedure including: part: 8796324 / lot: pm070041 (x3) part: 8796324 / lot: pm05j006, although it is unknown which of these devices contributed to the reported event, we are filing this MDR for notification purposes. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that while placing screws during a cervical fusion procedure, the screwdriver stripped the head of the screw(s). It was also reported that the patient had "hard bone" which made the screw insertion much more difficult. The physician reportedly had to use multiple drivers to fully seat the screw(s) successfully. The plate and screw(s) did not have to be removed due to the event and both cases were completed successfully with no patient complications.